Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer (prm) was performed. The prm had black screen at boot up. The melted inverter was replaced. The touch screen was replaced but did not respond since it was damaged by the stylus. The unit failed with complementary metallic oxide semiconductor (cmos) battery failure and was replaced. The software loaded properly after the touch screen was replaced.

Manufacturer narrative:
Additional analysis performed indicating that the cabling and interconnection of the programmer failed and was replaced.

Event description:
Boston scientific received information that this programmer was not able to upload the software, had complementary metallic oxide semiconductor (cmos) battery error and the touch screen was not responding. This programmer will be returned. No adverse patient effects were reported.